Manufacturer narrative:
The device was not returned for evaluation. Significant trauma resultant of the patient's involvement in an altercation with prisoners after sixteen weeks of recovery from surgery may have contributed to a loss of integrity of the soft tissue and subsequent device expulsion. We can only conclude that the device failed by a known failure mode, defined in the package insert as extrusion.

Event description:
The inclose-rm mesh was implanted in 2006, following a discectomy procedure for treatment of symptoms related to a herniated intervertebral disc at l5/s1. The following year, the patient experienced acute recurrence of leg pain following physical trauma suffered during her duty as a prison guard. An MRI identified a rupture at l5/s1. An exploratory procedure was performed in 2007, at which time the device was found in the spinal canal, in continuity with neural structures. Two nuclear (tissue) fragments were found and removed cephalad and caudal to the device in the canal at l5/s1. The device was dissected and removed in pieces. The patient exhibited no neural deficit upon waking in recovery.